Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7324826. Medical device expiration date: 2023-01-31. Device manufacture date: 2017-11-20. Medical device lot #: 8204967. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-07-23. (B)(6). The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can¿t be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that bd precisionglide¿ needle 27g x 1/2 in broke during use. This occurred on 2 occasions. The following information was provided by the initial reporter: material no: 305109 batch no: 7324826, 8204967. It was reported that on two different occasions, customer has hit the needle on the side of the vial and needles broke. ¿ summary of complaint description: caller stated two different times during the process of drawing up the medication to administer, he has hit the needle on the side of the vial and broken the needles.